Event description:
A surgeon reported three pts with an unexpected post-operative outcome following intraocular lens (iol) implant surgery. Additional information has been requested. There are three medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No other complaints reported to this lot. The root cause for the reported complaint could not be determined. Additional information has been requested. (B)(4).